Event description:
It was reported that the pt experienced a loss of therapeutic effect and had pain. The stimulation was "shutting off" on the right sided implantable neurostimulator (ins). It was also reported that stimulation was "turning on" 1 or 2 times per week. It was also felt that the doctor did not make a deep enough pocket. The pt was seen in the clinic. Movement did not cause stimulation changes and palpation did not cause stimulation changes. Direction was provided on turning off the magnet switch. No pt outcome was reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).